Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of urinary dysfunction and sacral nerve stimulation. It was reported that the patient's implant worked well and helped with pain, but it later didn't work anymore and they began developing bladder ulcers. The patient stated that they went to a new doctor who used "2nd generation sandemine" with patient s and the patient went on cyclosporine to get in remission. The patient stated that they were on 150 twice a day and it worked well. The patient stated that they stopped using the implant in 2005, and they don't need it anymore. No further complications were reported or anticipated.